Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The device had cracked display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 9.8 mmol/l. Customer does not recall any significant events that may have lead to the alarm. Customer stated the device was tucked in her top when she went on a bike ride. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.